Manufacturer narrative:
.

Event description:
It was found through an obituary search that the patient had passed away. No additional relevant information was provided. The internal programming history database was reviewed and no anomalies related to the patient's death were observed. The available information only went to (B)(6) 2007, which was several years prior to the patient's death. A battery life calculation was performed on 10/26/2016. Based on the information provided, and the parameters/diagnostic history found in the vns therapy programming history database, the patient had approximately 5 years remaining until neos = yes at the time of her death and approximately 0 years remaining until neos = yes on 10/26/2016. Attempts for additional relevant information have been unsuccessful to date.